Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: (B)(4) 2016. FDA registration number: reporting site: 1049092, manufacturing site: 1049092.

Event description:
Complaint received from a nurse reporting a patient in the ost-anesthesia care unit (pacu) with rectal mucosa damage and bleeding after device use. Reporter stated "after removal of the device, was observed that rectum mucous was damaged, hemorrhagic area around the device cuff." No further details were provided including duration of device use, indication and treatment.

Manufacturer narrative:
Third party manufacturer reviewed the batch record for lot # 15fm0204 and no issue was found in the records. Retain samples were also checked and the appearance of the balloon, catheter body, irrigation cavity, and valve function were normal. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on june 22, 2016.